Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received an unexpected restart and no delivery alarm. Customer's blood glucose was 202 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No unexpected no delivery alarms or occlusion anomalies, insulin flow blocked alarms noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected connection to transmitter anomalies, changed sensor alerts or enter bg loop anomalies noted.